Event description:
Left-side capsular contracture, baker grade 3.

Manufacturer narrative:
All info entered in this report is what was provided to us from the healthcare provider. We will update with additional information when it is available.